Event description:
It was reported that the catheter was unsuccessfully placed and the clinician had to use a scalpel to remove the device from the patient. Additional information received on (B)(6) 2011 from the nurse manager stated during placement, the spring wire guide (swg) was advanced through the needle and the catheter was advanced into the patient. At which time, the clinician attempted to remove the swg/needle assembly. The hub became detached from the catheter body. They applied pressure and performed a cut down. The catheter piece was removed with forceps. The patient outcome was okay. There was a delay in treatment and no patient death. The decision was made to not place another catheter.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.